Manufacturer narrative:
(B)(6). Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Analysis of the data logs was performed. The 3d model contained missing data. It was suggested that the site use the fill holes feature to fill in the missing data.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the registration showed yellow points with the tracer pattern rotated up. Point merge registration was attempted but the sphere of accuracy was very small. Optical was attempted without resolution. An alternate navigation system was attempted without resolution. There was no impact to patient. There was a reported delay to the procedure of 45 minutes due to the reported issue.